Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. Analysis of the submitted left ventricle assist device (lvad) event log file indicated that there was a software reset on 23nov2022 indicating that the controller had been disconnected from the pump . The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. The lvad event log file contained data spanning approximately 82 days (06oct2022 ¿ 27dec2022 per the timestamp). The log file captured a "sw_reset, rot_displ, lvad_opc, and not_initialized" flag active on 23nov2022 at 02:31:46; which is consistent with a controller exchange. Per the reported event, the system controller was exchanged due to a backup battery fault, and there were no complications from the subsequent pump stop. The onset of controller exchange was not captured as the reported event date was overwritten in the controller event log file. Provided information stated that the patient paged emergency vad pager with her controller alarming back up battery fault that could not be resolved and required a controller exchange, and there were no complications due to the pump reset. Additionally, the controller will not be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump event log file noted a pump reset on (B)(6) 2022 which was not captured in the controller event log file as it was overwritten by newer data, per design. The cause of the pump reset was due to a backup battery fault that required a controller to resolve the alarms. There were no patient complications.